Event description:
This report summarizes 21 malfunction events in which the device had paint chips missing. - 21 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 21 previously reported events are included in this follow-up record. Product return status 6 devices were received. 15 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 4 devices were received. 9 devices were evaluated in the field. 8 device investigation types have not yet been determined. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device had paint chips missing. 21 events had no patient involvement; no patient impact.